Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during a vena cava filter placement procedure, the filter system allegedly detached from the blue hub portion of the delivery system. It was further reported that the filter legs were tangled each other. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a vena cava filter placement procedure, the filter system allegedly detached from the blue hub portion of the delivery system. It was further reported that the filter legs were tangled each other. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows the pusher catheter loaded into the touhy adaptor and filter storage tube kept in a polythene bag along with a jugular introducer sheath. The blood residue was noted throughout the pusher catheter and introducer sheath. The introducer sheath hub was detached from the shaft. Based on the provided photo the detachment of device or device component issue can be confirmed. Therefore, the investigation is confirmed for the detachment of device or device component as the introducer sheath hub was noted to be detached from the shaft. However, the investigation is inconclusive for activation failure including expansion failures as there is no clear evidence. A definitive root cause for the reported activation failure including expansion failure and detachment of device or device component could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.